Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that the arterial transducer is faulty. The transducer allows the introduction of air into the dialysis lines/circuit. Upon follow up, the nurse confirmed that the issue occurred immediately upon initiation of treatment. The 2008t alarmed with an arterial pressure high alarm which prompted the staff to troubleshoot the issue by replacing several needles. Once this did not address the alarms, the staff replaced the transducer protector on the combiset so that the patient could continue treatment on the same machine. A fresenius dialyzer was also in use at the time. There was no external leaking observed and no loose connections on the combiset. The nurse reported there was no defects or damage seen on the combiset. The nurse verified there was no patient blood loss. There was no patient injury, symptoms, adverse event, and no medical intervention was required as a result of the reported event. There were no issues found during priming. The staff lowered the pressure several times while troubleshooting the arterial alarms but ruled out machine and needle after trying several needles. The nurse reported that the actual sample was discarded but could not confirm if a companion sample was available.